Manufacturer narrative:
The pump was returned to (B)(4) and subjected to a number of mechanical and flow-related tests. The complaint could not be duplicated, and is thus unconfirmed. This MDR is being submitted retrospectively because the reported event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that (B)(4) could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, (B)(4) has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated that the pump's bag was full of air and kept running. Specifically, "entire feeding bag tubing full of air and pump was showing that it was running. Rate set at 46 ml/hr and dose set at inf." The reporter's organization ran functional tests on its own and stated that the pump performed as expected. They sent it to (B)(4) anyway due to the complaint of pumping air to the patient. (B)(4).